Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the pencil was placed on a vaginal table which was a sterile field after it had been in use and the pencil continued to generate heat without the switch being pressed. The pencil caused burns to the drape and surgeon's gown. A new device was used to complete the case. There was no patient injury.